Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
The patient underwent pulsed field ablation on (B)(6) 2025. A pre-procedural 12-lead ECG confirmed atrial fibrillation. At the follow-up on (B)(6) 2025, medication therapy (a beta-blocker) was used, and supraventricular premature contractions and ventricular premature contractions were recorded on a 12-lead ECG. It is unknown whether the ECG changes are new. However, no such ECG changes were observed in the pre-procedural assessment, whereas they were recorded at the 3-month post-procedure follow-up. The patient had been taking a beta-blocker and a calcium channel blocker for atrial fibrillation prior to the procedure. At the 6-month follow-up on (B)(6) 2025, medication therapy (a beta-blocker) was used, and premature atrial contractions were recorded on a 12-lead ECG. At the 12-month follow-up on (B)(6) 2026, medication therapy (a beta-blocker) was used, and premature ventricular contractions were recorded on a 12-lead ECG.